Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 375cc saline mentor smooth round moderate profile breast implants and experienced several unexplained systemic symptoms, including fibro, fatigue, thyroid nodules, breast nodules, calcifications, pain, brain fog, postural orthostatic tachycardia syndrome, depression, anxiety, panic attacks, degenerative disc disease of spine, scoliosis, chest pain, fevers and intracranial hypertension. As a result, the patient underwent thyroid hysterectomy and neck surgery. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two devices.